Event description:
While running startup, the customer reported the probe leaking on the coulter act diff 12 analyzer. The volume was reported as about 10 drops and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found the instrument was giving high platelet backgrounds and leaking from the probe. The fse replaced the dual diluent filters to stop the backpressure to the probe wipe which allowed the probe to drip during startup. On (B)(4), the fse replaced multiple parts in an effort to resolve the high platelet background but was unsuccessful. The second fse arrived on (B)(4) 2013 to assist with the troubleshooting. The second fse was able to determine the choke on the pressure system was not working which increases the number of mixing bubbles to the bath which increased the platelet count on the startup cycle. The second fse replaced the choke on the pressure system and resolved the high platelet background on startup. The fse ran multiple startups to verify the repair and the startups all passed specifications. (B)(4).